Event description:
Healthcare professional reported "implant rupture". Device remains implanted. This relates to the left side.

Manufacturer narrative:
D.6b: this is a future explant date captured to facilitate foreign vigilance reporting.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and red and white particles in the shell. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". Device remains implanted. This relates to the left side.

Event description:
The patient's physician reported "implant rupture" and "tenderness". The device has been explanted. This relates to the left side.